Event description:
(B)(6), had nutritional feedings via enteral feeding pump infusing at 60 ml per hour. The nutrition pump readings were "cleared" after 8 hrs and the volume infused read 876 ml. The amount of feeding in the bag was consistent with approx half of the 876 ml. (B)(6), did not receive an incorrect amount, the nutrition pump read the total infused incorrectly.